Manufacturer narrative:
Additional information: the device history record review showed that the product was released per specifications. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established as the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during phacoemulsification of a left eye during a cataract procedure, the pressure decreased and delivery of the balance salt solution stopped. The product was replaced and the procedure was completed. The product sample was retained. There was no harm to the patient. No additional information is expected.